Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology not reported. An endurant 16x16x120 contralateral limb stent graft was successfully tracked. During deployment, the stent graft would not deploy. The physician attempted to deploy the stent graft 3 times (both inside the patient and outside) without success. The graft cover and stent graft appeared to be pulling down together. The delivery system was then removed without issue or injury to the patient. The physician then completed the case with another endurant limb delivery system (same size). No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (deployment failure), (B)(4) (unknown cause of event). Evaluation, conclusion: (B)(4) (unknown cause of event).

Event description:
The date should not have been entered, the device was not implanted. Additional information received: it was reported that the device that was selected for use had expired six months prior to the procedure date. No additional details have been obtained. Evaluation summary: there was no gap between tapered tip and graft cover. There was a 5 mm gap between the stent stop and distal end of the stent graft. The external slider was in the home position. During evaluation, the stent graft did not begin to deploy until the graft cover had moved 4 cm from the tapered tip and the external slider was 5 mm from the front grip. Upon deploying, the stent graft at the proximal end had a several reduced diameter. Diameter was so small it could not pass over the tapered tip. The tapered tip was cut to remove the stent graft from the delivery system and then the graft was placed into warm water. This caused the diameter to expand out to close to its expected diameter. The root cause of this issue could not be determined, however, the most likely cause is due to the off-label use of an expired product (6 months expired).

Manufacturer narrative:
Results: failure to follow instructions (use of expired device). Conclusion: user error contributed to event (use of expired device).